Manufacturer narrative:
The field service engineer was unable to reproduce the issue. It was determined the customer was using old control material. After re-pouring control material, the results were close to the mean. Controls run multiple times throughout the day passed.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first two samples also had discrepant results for ise indirect cl for gen.2. The initial values were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The first patient sample initially resulted in a na value of 163.4 mmol/l and repeated as 137.1 mmol/l. This sample initially resulted in a cl value of 115.0 mmol/l and repeated as 99.0 mmol/l. The second patient sample initially resulted in a na value of 171.7 mmol/l and repeated as 141.1 mmol/l. This sample initially resulted in a cl value of 117.7 mmol/l and repeated as 100.1 mmol/l. The third patient sample initially resulted in a na value of 150.1 mmol/l and repeated as 142.6 mmol/l. The na electrode lot number was u5010 and the cl electrode lot number was l5470. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
The engineer returned to the site and determined the ise system was dirty. The ise system was cleaned and the sample probe was replaced. Ise checks were performed. The customer ran controls. The sample centrifugation speed may have been higher than recommended by the tube manufacturer. Quality controls were acceptable. The investigation determined the service actions resolved the issue.